Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329 ; product serial/lot number: (0013341696); product type: (0195 - heart valves) ; implant date: not-implantable; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted due to it being standard for the implanting physician and calcification. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. The valve was then deployed in that it was positioned 3 millimeters (mm) from the non-coronary cusp (ncc) and 4 mm from the left coronary cusp (lcc). As the valve was being deployed, an infold was noted. Subsequently, the valve was recaptured and removed from the patient. A new valve was then utilized to complete the procedure. No patient complications were reported as a result of this event.